Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter tip bent causing the needle to go through it with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported the catheter tip bent causing the needle to go through the catheter shaft.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received one photograph which displayed the needle through the catheter spearing at the tip of the catheter. This type of defect could also originate when attempting venipuncture by moving the cannula up and down the catheter tubing. Based on the verbatim in the report, the clinician is saying the spear through was occurring when attempting a venipuncture. This would indicate that the catheter tip was moved above the cannula allowing for a spear through to occur. The reported issue was confirmed and the defect was determined to have occurred in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use the catheter tip bent causing the needle to go through it with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported the catheter tip bent causing the needle to go through the catheter shaft.